Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing intermittent shocking sensations around the pocket site and down both legs and high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the system was explanted to address the issue.